Event description:
It was reported that the customer had a reservoir leaks on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states that the leak is on the top of septum and reservoir compartment smells of the leakage. The customer found splits in reservoir compartment. The customer was advised to return the reservoir for analysis and it will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.